Manufacturer narrative:
Device investigation summary: during evaluation of the device it was observed a crease on the anterior expanding to the posterior view, suggesting in-vivo folding or creasing of the device. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast prostheses, suffered right side deflation and bilateral capsular contracture; baker grade iii on the left and baker grade unknown on the right side, post-operatively. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019. This medwatch form is for the left breast prosthesis.